Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for analysis as they remain implanted. A review of the lot history records and similar complaints could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of heart failure is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. Based on the information provided, a cause for the reported heart failure could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: atrial fibrillation and transcatheter repair of functional mitral regurgitation. The patient deaths mentioned in the article are filed under another MFR number.

Event description:
This is filed to report serious injury. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, heart failure, and re-hospitalization. Details are listed in the article, titled ¿atrial fibrillation and transcatheter repair of functional mitral regurgitation.¿